Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed but the exact cause remains unknown. One 35 cm guidewire with hoop was returned for evaluation. The product label indicated lot: refq4476. Blood residue was visible on the device. Deformation on the guidewire was present on the distal end. Two sharp bends forming a ¿z¿ shape were visible. Microscopic observation of the deformed region in the guidewire revealed dried residue between the coils. The coils at the bend were observed to be misaligned at the kinked regions. Based on dried residue and condition of the wire, likely contributing factors include damage during insertion and damage during handling. Since the guidewire was observed to be kinked, the complaint is confirmed but the exact factors remain unknown. A lot history review (lhr) of refq4476 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that immediately after opening the package, it was noticed that the tip of the guidewire was bent. There was no reported patient involvement. On 05/31/2022 - the coils at the bend were observed to be misaligned at the kinked regions on the returned device.